Manufacturer narrative:
The phacoemulsification machine and handpiece were examined and tested. The machine was evaluated by an amo service tech at the customer's location. The tech found a pump rotation error when inspecting the machine in the log file. As a proactive measure, the tech replaced the fluidics controller board. The tech noted the fluidic controller did not relate to the low phaco power, noise, and continuous irrigation. The cause of incident experienced by the customer was not able to be determined. The system was verified for all modes of operations and calibrations. The system met amo specifications. There is no additional info provided.

Event description:
The clinic reported prior to starting a cataract procedure, during the prime and tune process, the display on monitor was distorted flickering in black. The clinic attempted to restart the machine to resolve the flickering but the issue was not resolved. Although the event occurred at set up and procedure had not commenced, the pt had already been given IV sedation. The case had to be rescheduled. There was no pt injury reported.